Event description:
A patient alleged that while having her permanent crown placed on (B)(6) 2011, with nx3 dual cure cement, the product was spilled in her mouth. The excess product was removed; however, two (2) days later the patient called her doctor's office and reported that her mouth had a "burning taste" and it felt like it had been burned.

Manufacturer narrative:
The patient returned to the doctor's office; an x-ray was performed. The patient was informed that the results were unremarkable and that there was no infection present; however, she was prescribed chlorhexidine gluconate, an oral antiseptic. The patient sought treatment with a previous dentist; the doctor removed the patient's crown and cemented a new crown, using a different product without further incident. In addition to using the prescription mouthwash, to date, the patient is also using peroxyl packets; the patient alleged that she still has a "burning taste" in her mouth and that her sense of taste has not returned. No product was returned and no lot number was provided; therefore, no investigation can be conducted. To date, the patient has not encountered any problems with regard to her crown.